Event description:
The customer contacted philips to request an evaluation/repair of the device for an unspecified reason. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.